Manufacturer narrative:
A new boston scientific device was successfully implanted. The product is currently on legal hold due to pending litigation and cannot be analyzed by the post market quality assurance laboratory. If legal approval is received the device will be analyzed and the event will be updated. On (B)(4), 2007 boston scientific crm issued a physician communication regarding some low-voltage capacitors may be subject to degradation. These capacitors may cause accelerated battery depletion and may reduce the time between elective replacement indicator (eri) and end of life (eol) to less than three months. Device replacement indicators continue to function normally. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), which was included within the population of a recent field advisory, was suspected to be depleting prematurely. A save to disk was performed and analyzed by boston scientific engineers, which confirmed the battery voltage of the device. Approximately one month later, the battery voltage dropped to 2.64 v, therefore, the device was explanted. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and plans to file a lawsuit. There were no specific allegations against the functionality of the device.